Event description:
It was reported that the lens was explanted due to partial z-syndrome. Patient's current status is bcva 20/20. This event refers to patient's left eye. Reference MDR # 1313525-2015-00054 for patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.